Event description:
Per the audiologist, the pt is not making progress with the device. The results of an integrity test on (B) (6), 2009 indicates a device malfunction. Explant and reimplant is planned, but has not been scheduled at the time of this report, june 2, 2009.